Event description:
It was reported that on (B)(6) 2007, the patient was admitted with diagnoses of foraminal stenosis l5-s1, lumbar disc degeneration, and lumbar spondylosis. She was noted to have intractable back pain and leg pain, right greater than left. Imaging showed severe loss of disc height and disc degenerative at l5-s1 with bilateral foraminal stenosis for l5-s1 decompression and fusion. She underwent l5-s1 decompressive laminectomy with foraminotomy and decompression of the l5 and s1 nerve roots bilaterally; l5-s1 posterolateral interbody fusion utilizing carbon fiber cages packed with morselized autograft and bone morphogenic protein; and posterolateral arthrodesis l5-s1 using morselized autograft and bone morphogenic protein, posterolateral pedicle screw and rod instrumentation l5-s1. The patient tolerated the procedure well and was discharged on (B)(6) 2007. On (B)(6) 2007, the patient was admitted three weeks status post l5-s1 posterolateral interbody fusion. Prior to this initial surgery, it was noted that the patient had adjacent level disease at l4-l5 with lateral recess stenosis and right sided disc bulge. However, the patient¿s pain complaints were mostly axial back pain, predominantly l5 radiculopathy. Decision was made to initially address just the l5-s1 level particularly in light of the patient¿s recalcitrant smoking, which raised concerns about her ability to heal to level fusion. The patient did well after the l5-s1 fusion surgery with actually some early reports of improvement in back pain, however, developed new symptom of incapacitating right buttock and leg pain with some dorsiflexion and extensor halluces longus weakness consistent with right l5 radiculopathy. Extensive testing did not demonstrate any difficulties with the instrumentation. Concern was made that she had more compression at the l4-l5 level and decision was made to return to the operating room for a staged procedure in which the patient would undergo right sided laminectomy and decompression due to lateral recess stenosis l4-l5 and disc herniation right l4-l5. On (B)(6) 2007, the patient underwent right l4 hemi laminectomy, medial facetectomy, foraminotomy with complete hemi laminectomy of l5 and decompression of the right l5 nerve root, discectomy right l4-5. During surgery, it was noted that the previous incision had started to heal well and there was no evidence of infection. There was a rather significant post-operative seroma which was evacuated. The patient tolerated the procedure well, without complications and was discharged on (B)(6) 2007 on lyrica, ms contin, oxycodone and valium. On (B)(6) 2011, the patient was admitted with diagnoses of spinal stenosis, degenerative disc disease at 4-4, and degenerative disc disease at 4-5. She had complaints of lower back pain, bilateral leg pain, mainly anterior thigh, upper calf, weakening sensation, limiting activity. MRI demonstrated stenosis at l3-4, also flexion/extension views showed instability at l3-4 level. She underwent removal of hardware l5-s1, instrumented fusion l3, l4, l5 with posterolateral fusion with bone graft bmp, decompression l3-l4. The patient tolerated the procedure well and was discharged on (B)(6) 2011 in stable condition with vicodin for pain and valium for spasm.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.